Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited r-waves were not good, the physician decided to re-position the lead, the helix locked up, would not extend or retract. The lead was not used and a new lead was placed. The lead would not be returned.